Event description:
It was reported that there was damage to the usb port. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for insulin therapy.